Event description:
It was reported that the patient started to have low flow alarms in intensive care unit (ICU) and despite enough volume and controlled mean arterial pressure (map); adequate flows could not be restored. No imaging showed any signs of an obstruction, so the patient was taken back to the operating room and the surgeon saw a graft compression on the transesophageal echocardiogram (toe). The compression was removed surgically, and the flow came back up.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No corrective action will be implemented in this case. This type of reported event will continue to be monitored.

Event description:
Additional information was received that according to the surgeon, the source of graft compression was blood clots. However, it was not possible to say where they came from.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the source of the graft compression was collective fluid between the graft and bend relief. There were no changes to patient condition or anticoagulation status that may have contributed. The transesophageal echocardiogram (toe) images were not available for evaluation. The patient was reported to be recovering.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft (ofg) obstruction could not be confirmed through this evaluation. The reported low flow alarms could also not be confirmed through this evaluation. Although a specific cause for the low flow alarms could not be conclusively determined through this evaluation, the account reported that the flows came back once the ofg compression was removed. The patient remains ongoing on heartmate 3 (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU also addresses all pump parameters. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. Additionally, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.